Event description:
The account stated that a lab employee accidentally spilled the cell-dyn 1800 lyse reagent onto the counter. While the employee was cleaning the spill she felt burning and itching on skin and eyes. Employee rinsed area and went to clinic for medical attention. The employee did not get lyse reagent on skin or eyes but felt issue was due to fumes when cleaning spill. Employee is highly allergic and sensitive to cleaning solutions.the employee received an oxygen treatment and a chest x-ray. A burn was noted on her esophagus. The employee had taken a zyrtec that morning and the physician stated that would be sufficient and that the burn would heal within 24 hours.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.